Event description:
In 3/2001, the user facility's or materials management coorindator informed the distributor's representative of the following: during infusion catheter broke at thoracic outlet. Catheter was being flushed with heparin solution and a large lump appeared.